Event description:
In 2007, the sales representative reported that during a revision surgery the surgeon was unable to explant the closure top. The surgeon had to use the bolt cutter to cut the rod and the counter torque wrench to remove the screw. Additional information received on 08 jan 2008 via telephone, the sales representative reported that during revision surgery to address adjacent levels, the driver bent at the prongs. The sales representative reported that the surgeon was on the last one screw when this happened. This event caused a thirty minute surgical delay. There was no report of patient injury.

Manufacturer narrative:
Request has been made to obtain the product.device manufacturer date is unk. Evaluation is pending upon the return of the product.